Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be duplicated. The complaint is not confirmed. No further action will be taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump gives constant pressure alarm. There was unknown patient involvement.